Manufacturer narrative:
Follow up report 1 (device evaluation): the complaint device was not returned to boston scientific; therefore, product analysis could not be performed. Conclusion code was updated to "no problem detected" was selected based on lack of objective evidence of a device defect/malfunction and passing product record reviews. It can be concluded that unknown factors most probably contributed to the event. A risk review was completed and confirmed that the event of pacing impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that this recently implanted cardiac resynchronization therapy pacemaker (crt-p) recorded high out-of-range pacing impedance measurements. Technical services (ts) reviewed the device data and noted that approximately one day after the device was implanted, the historic impedance measurements were greater than 3000 ohms on the right atrial (ra), right ventricular (rv), and left ventricular (lv) channels; however, the most recent measurements were confirmed to be within normal limits. No adverse patient effects were reported. This crt-p remains in service.

Event description:
It was reported that this recently implanted cardiac resynchronization therapy pacemaker (crt-p) recorded high out-of-range pacing impedance measurements. Technical services (ts) reviewed the device data and noted that approximately one day after the device was implanted, the historic impedance measurements were greater than 3000 ohms on the right atrial (ra), right ventricular (rv), and left ventricular (lv) channels; however, the most recent measurements were confirmed to be within normal limits. No adverse patient effects were reported. This crt-p remains in service.